Manufacturer narrative:
Product ID 3889-28 lot# va08d0t, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient felt her device moving and twisting in her body. It was noted that when the patient sat down today, the device popped out and she pushed it back in. The patient called her doctor and had an appointment set for next week.